Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the defibrillator exhibited a diagnostics anomaly. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
Manufacturer report 2017865-2017-05456 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).